Event description:
It was reported that externalized conductors were observed. High pacing threshold, high impedance and capture anomaly were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the tip measuring 50.0cm was returned for analysis. Internal insulation abrasions were found at 7.4-9.3cm and 41.9-43.0cm from the tip electrode. The etfe coating was intact at these locations.